Event description:
It was reported that the "pt's cuff leaked on a 4 "dct" device. There was no reported pt injury and/or change in therapy. The involved device has not been returned to the manufacturing facility as of the date of this report.